Event description:
At about 1 year 2 months after the primary, revision surgery performed due to m-vizion stem subsidence. The surgeon revised successfully the proximal body (70 to 90 mm).

Manufacturer narrative:
Batch review performed on 15-mar-2023. Lot 1901213: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision 1 year and 2 months after replacing a primary hip stem in a case periprosthetic fracture. For undetermined reasons, possibly due to the process of fracture healing or to insufficient initial pressfit of the stem, the femoral implant subsided significantly shortly after the operation and found secondary stability later on. As the distal part of the implant was well ostheointegrated the surgeon was able to reconstruct proper anatomic dimensions by substituting the proximal component only. No reason to suspect a defective device.